Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2022-14046. It was reported that the patient experienced ineffective stimulation due to one lead migrating. Surgical intervention took place wherein the system was explanted and replaced. The second lead and ipg were electively replaced. Effective stimulation was established. Note: it is unknown which lead migrated, as such both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.